Event description:
The customer contact reported that the device powered off by itself with an inadequate response time following an alarm condition. The pt was receiving multiple unspecified "pressor" medications due to hemodynamic instability related to the pt's diagnosis of respiratory failure. The customer contact indicated that the pt had "several episodes during the night where the pt had coded." The physician was notified and ordered an epinephrine delivery to be started. At an unspecified time, channel 1 of the device was programmed to deliver an unspecified concentration of epinephrine, at a rate of 120ml/hr, and the delivery was started. No further programming parameters were provided. On (B)(6) 2010, at 0700, the pt coded again and was resuscitated. At 0830, channel 1 of the device was programmed to deliver a "new bag" of epinephrine and the delivery was started. At this time, the pt's mean arterial pressure (map) was reported to be in the 50's and the pt's heart rate was reported as approx 100 beats per minute (bpm). At 0845, channel 1 of the device alarmed with an unspecified malfunction code and "seconds later powered off." It was reported that as soon as channel 1 powered off, the pt bedside monitor alarmed and the pt "had no heart rate and no blood pressure and was immediately coded." It was reported that chest compressions were started and the pt was treated with 1mg of epinephrine ivp every three minutes. The nurse reported that the pt's heart rate and blood pressure were restored within 10-15 minutes to "acceptable levels." The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).